Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the plunger during preparation. The following information was provided by the initial reporter, translated from "during the preparation we found that the 50ml syringe leaks liquid in the part of the stamper (fluid can be seen between the 2 black rubbers). This concerns article bd plastic pack 50ml with lot number 2008036, expiration date 2025-07-31. Since it took place during preparation, there is no harm to the patient.".

Manufacturer narrative:
H.6. Investigation: one used sample was received for evaluation by our quality engineer. Through visual inspection of the sample, a leakage past the stopper ribs was observed. The product was disassembled for further inspection, there was no damage or molding defects noted in the plunger rod or other components that could have caused the leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2008036, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Eight retained samples of lot 2008036 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Product undergoes visual and functional inspections throughout manufacturing, including tightness testing to verify the stopper seal. Results were reviewed for the reported lot and not issues were identified. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the plunger during preparation. The following information was provided by the initial reporter, translated from "during the preparation we found that the 50ml syringe leaks liquid in the part of the stamper (fluid can be seen between the 2 black rubbers). This concerns article bd plastic pack 50ml with lot number 2008036, expiration date 2025-07-31. Since it took place during preparation, there is no harm to the patient."